Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A photographic sample was received for evaluation. Visual inspection did not identify any abnormalities. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was black particulate matter in the cassette. The patient was not connected to the device. The product was replaced and the customer was able to perform therapy. There was no patient injury or medical intervention reported. No additional information is available.